Event description:
The facility representative reported to baxter (B)(4) that a continu-flo set had bubbles in the tubing. This was discovered when the patient was brought into the recovery room from the operating room. Upon further examination it was discovered that the set had a split in the tubing and was leaking. The staff immediately changed the tubing. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was available for evaluation. A functional flow test revealed a leak in the tubing. A closer visual inspection was performed revealing a u-shaped cut approximately 1/8 of an inch in length. There were no visible tool marks around the cut area. The reported condition was confirmed. The root cause was not identified.

Manufacturer narrative:
(B)(4). The device used in this situation is unknown; therefore, it does not have a us 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).